Event description:
It was noted that patient had high pacing threshold. During lead revision the helix would not screw back in. The lead was explanted and replaced after repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the electrical analysis found short circuit between the pacing coil and rv to svc cables due to damaged insulations. The lead insulation and helix was damaged in the field.